Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 1059, a mayfield skull clamp, was involved in a slippage which was described as; at the end of the surgery (at the point of closing up the patient) it was noticed that a slight slip of the patient's head had occurred from its original position, on the single pin (80 pounds pressure knob side). The resident held the patients' head in position without removing the skull clamp as an extra precaution.